Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year post-implant, it was reported that the patient expired and the cause of death was reported as stroke. It was also reported that the event was not device or therapy related but was due to an overdose of unspecified medication.

Manufacturer narrative:
The patient demographics were not reported to the manufacturer. Approximate age of the device is 1 year. The pump was not explanted from the patient; therefore, will not be returning to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The pump was not explanted from the patient; therefore, a full evaluation of the device could not be performed and a correlation between the device and the reported event could not be determined. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.